Manufacturer narrative:
(B)(4). The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported the packaging was re-compressed with scratch marks on the packaging leading to think the stem could be contaminated. Device was soaked in betadine and implanted. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected no product was returned; visual and dimensional evaluations could not be performed. Evaluation of the photographs provided confirmed the sterile packaging pouch is damaged. Sterility or breach of cannot be determined. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. The condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event can be attributed to transit damage. The implant being soaked in betadine can be attributed to the surgeon not following instructions as listed in the instructions for use under the heading 'sterility' as it is stated 'prosthetic components are sterilized by exposure to a minimum dose of 25 kgy of gamma radiation. Single use only. Do not reuse. Do not resterilize. Do not use any component from an opened or damaged package. Do not use implants after expiration date.' If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.